Event description:
The customer reported via phone call that the insulin pump had insulin squirting out during manual priming. The customer also reported that the device's motor would not stop running. Blood glucose level was 247 mg/dl at the time of the incident. During troubleshooting, the customer confirmed that the insulin pump's drive support cap was protruding. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.